Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms. A lead fracture was suspected. An invasive procedure was performed. The pocket was opened and the lead was tested with a pacing system analyzer (psa) and high out of range pacing impedance measurements were observed in multiple programmed configurations. The device was routinely explanted and replaced. The lv lead was programmed off, however, the lead remains implanted and in service and connected to the replacement device. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.